Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a broken case in the battery area. This caused the battery to come out. Patient involvement is unknown.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Visual evaluation confirmed the customer?s complaint. Battery holder is not held in place. However, this is not due to case damage but because the screw that holds it in place was missing. The root cause for this event is the battery holder screw is missing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:(B)(4).

Event description:
Additional information received via email. They do not have additional information. No further details provided.

Manufacturer narrative:
Other, other text: b5, d10, h3: updated. D3, g1,2 email is: (B)(4).